Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule ruptured and lens was removed. An anterior chamber lens was used to complete the surgery. No info has been rec'd regarding the inserter that was used to insert the lens. Add'l info has been requested but has not been rec'd.